Manufacturer narrative:
No medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that catheter breakage was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the sample returned for evaluation was one ti lp port with 8 fr s/l groshong catheter. The catheter was returned in two segments. Visual and microscopic evaluations were performed of the physical sample. The complete break was noted between the 17cm and 18cm depth markings, with a partial circumferential crack present between the 16cm and 17cm depth markings and the 18cm and 19cm depth markings. The fracture surface of the splits has smooth, rounded sections, peeled/granular sections, and oval orifices, which is consistent with flexural fatigue damage. Therefore, the investigation is unconfirmed for subcutaneous leak without embolism and confirmed for flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue damage, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate. (Expiry date: 06/2022).

Event description:
It was reported that catheter breakage was found. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Investigation summary: the sample returned for evaluation was one ti lp port with 8 fr s/l groshong catheter. The catheter was returned in two segments. Visual and microscopic evaluations were performed of the physical sample. The complete break was noted between the 17cm and 18cm depth markings, with a partial circumferential crack present between the 16cm and 17cm depth markings and the 18cm and 19cm depth markings. The fracture surface of the splits has smooth, rounded sections, peeled/granular sections, and oval orifices, which is consistent with flexural fatigue damage. Therefore, the investigation is unconfirmed for subcutaneous leak without embolism and confirmed for flexural fatigue damage. The investigation indicates that the root cause is flexural fatigue damage, which is related to clinical conditions. Labeling review: a review of the product instructions for use (IFU) procedural instructions, indications, warnings, precautions, possible complications and contraindications showed that the product labeling is adequate.

Event description:
It was reported that approximately six month post port placement, a CT examination allegedly demonstrated a catheter fracture. It was further reported the device was removed. There was no reported patient injury.